Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the atrial lead showed low impedance measurements and another lead was used. Physician suspects the stylet lumen became damaged after fixing the suture sleeve. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. Complaint of low impedance was confirmed and was isolated to inner insulation damage consistent with over-tightened suture sleeve tie.